Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea unit getting vent inop (ventilator inoperable). Error log showed cal fcv (calibration flow controlled ventilation) and ftc (failure to circulate) issue. The customer confirmed that there is no patient involvement associated with this reported event.